Event description:
Patient reported rupture device. Healthcare professional additionally reported swelling of the right breast, seroma, pressure pain on the whole breast but breast is soft; lymphknots in axilla not enlarged. The device was explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: red particle material on the shell, opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture device. Healthcare professional additionally reported swelling of the right breast, seroma, pressure pain on the whole breast but breast is soft; lymphknots in axilla not enlarged. The device was explanted.